Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery (prca) with 75% stenosis, mild calcification and mild tortuosity. The 3.0x15mm trek rx balloon was prepared per instruction for use (IFU) and was advanced without resistance for pre-dilatation, however, the balloon ruptured during the first inflation at 8 atmospheres (atms). There was no resistance during removal. A 3.0x15mm non-abbott stent was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.